Event description:
It was reported the pt lost stimulation for approx two weeks. In turn, the scs lead was revised during which it was pulled back and effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.